Manufacturer narrative:
Updated fields : b4, b5, d9, e1 (initial reporter, event site email), e3, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions ), h11. Corrected fields: d10, h6 (medical device ¿ problem code). A getinge field service engineer (fse) evaluated the unit and could not duplicate the multiple gas loss alarms during inspection. Due to multiple call backs the drive manifold assembly, tube assembly for the drive manifold, drive regulator, muffler to reservoir, and fitting muffler were replaced (d104-00-0031, d354-00-0175, d103-00-0709, d103- 000626, d004-00-0091, d103-00-0633). It was reported the customer switched to a different pump which resolved the issue initially. The first pump after being serviced passed all functional test and safety checks to meet factory specifications. The first pump was cleared for clinical use as well. No patient harm or injury reported.

Event description:
It was reported by the customer that during use the cardiosave intra aortic balloon pump (iabp) had a gas loss in iab circuit alarm and a condensation malfunction. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experiencing multiple gas loss - condensation in the line. No harm or injury was reported.